Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time, when the item was produced. The visual inspection of the x-rays indicate a periprosthetic femoral fracture. It is assumed that the femoral component loosened primarily and the fracture of the modular stem occurred secondarily. The history of the patient shows several surgeries which accompanies with a poor bone constitution. According to the investigation results a product failure is not assumed. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA (B)(4).

Event description:
Translation: revision of a loose femoral component, metal debris, broken taper of the stem.